Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be dimensions not specified correctly and/or improper materials used. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and state the following: ¿instructions for use: setup: 1. Connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the purewick urine collection system, connect the canister to the unit and turn the unit on. Please consult the purewick urine collection system user guide for further information. 2. Using standard suction tubing, connect the purewick female external catheter to the collection canister. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewick female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewick female external. Removal: 5. To remove the purewick female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewick female external catheter directly outward. Ensure suction is maintained while removing the purewick female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Maintenance: 6. Replace the purewick female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick female external catheter.¿ h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that purewick female external catheter was not working like how the patient though it should, it caused leakage and urine in diaper. Previously it collected 500ml and now it was hard to collect 100ml, but the unit suctioned the water fine. Patient thought that the problem might be with the wicks, since the last two or three boxes vapor was locked and did not work. End of the wick was too soft and was getting suctioned to the internal tubing. Representative said that the lid rattle was fine, they have cleaned it, and knows how to place them, they had gone through it many times and nothing helped. Patient had to stop using the purewick female external catheter soon since the user started getting sores. They had a nurse to come and assist as well with placement. Wick seemed thinner than it used to be, the end seems too flimsy, the silicone at the bottom was collapsed. Patient thought that they do not use the same tubing as the hospital and wanted to try and get some wicks from a hospital and does not want to order any more until they start to work. Per customer via phone on 31may2024, intervention was provided and was currently being treated by physician. The customer stated that they had been struggling to get the unit/wicks to absorb the urine in the last year, had been using the unit for about 4 years and knows how to work the unit properly , was desperate to get the machine to work correctly because customer did not want the patient to be catharized internally,